Event description:
Patient (pt) called for help setting up equipment. Pt states she is in pain and needs to charge. During the call agent advised to reset and after reset showed the controller was charged and pts ins was almost charged. Pt was able to turn back on the stimulation. Pt called back and said that they got the replacement controller and can charge the ins but when they unplug the recharger cord the screen goes blank. Pt repeated details from original call saying they are in pain and have sciatica on their left side. A request was sent to repair dept to replace the recharger.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 : updated with additional information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back in and stated the same issue previously documented. Agent had patient plugged in the controller into the ac power supply without the battery and the controller powered on. Patient reinserted the battery pack but there was no indication that the controller was charging. Patient confirmed no visible damage to the controller compartment and battery pack. The issue was not resolved. Agent sent a request to repair to replace the battery pack.

Manufacturer narrative:
Continuation of d10: product ID: 97745nt, lot#serial#: (B)(6), product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient mentioned they couldn't recharge their implantable neurostimulator (ins) because the controller wouldn't charge. The patient also stated the ins couldn't provide any more pain relief. The patient met with manufacturer representative (rep) and their healthcare provider (hcp) to help them out but was advised to contact patient services. During the call patient took out the li battery pack. Patient confirmed there was no damage with the controller port, battery compartment/pack pins. They also cleaned the controller port. Patient plugged in the ac power supply to a wall outlet and there was a green light. Patient connected the controller to the ac power supply without the li battery pack and confirmed the controller did turned on. The patient got memory problem. The patient reinserted back the li battery pack but there was no green flashing light. Patient used aa battery and the controller did turned on. The issue was not resolved. Agent sent a request to repair to replace the controller. The patient's relevant medical history included patient fell down before and hit their right hips. The patient felt a shocking sensation on their hips, groin and couldn't walk. The patient mentioned they needed to go to emergency room due to their fall.